Event description:
During a suction d&c, the tip of the vacurette broke during the procedure. When the vacurette was removed from the patient, the tip was broken but still attached. Approximately 1mm piece was broken at the tip but still attached. The surgical technician broke the piece off when examining the product. Difficult procedure with abnormal anatomy per doctor. Ultrasound to the room during the procedure.